Manufacturer narrative:
Device evaluation: this file is related to (B)(4) (MDR ref #3001845648-2021-00167) which deals with the user error of a non-recommended wireguide for the placed device in the procedure. The device of rpn spsof-5-12 of unknown lot number in this complaint was unavailable for return to cirl for evaluation.. With the information provided, a document-based investigation was conducted. It was confirmed that the wireguide mentioned in the complaint was the incorrect size. Wireguide used: visiglide 2 guidewire - outer diameter 0.025in. Prior to distribution spsof-5-12 are subjected to a 100% visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the spsof device could not be completed as the lot number is unknown. The lot number of the device could not be confirmed. As per instructions for use, ifu0055-4, ¿notes¿ section: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ root cause review: a definitive root cause could be attributed to the user not reading/following the IFU and using a smaller than recommended wire guide with the device. The product label indicates that a 0.035¿ wire guide should be used with the device. From the information provided it is known that a 0.025¿ wire guide was used with the device.¿ summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
They tried to put the stent in the pancreatic duct, but the stent could not pass through the stricture in the pancreatic duct. Wireguide used: visiglide 2 guidewire - outer diameter 0.025 in.